Manufacturer narrative:
Received with minor broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer was reported via phone call that, the insulin pump was dropped and reservoir compartment is chipped and o o-ring comes out. The blood glucose was unknown at the time of the incident. The troubleshooting was determined that, the insulin pump should be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.